Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted in patient.

Event description:
As reported: "the initial operation for tibial trunk surgery was performed on (B)(6) 2020. Since t2 alpha advanced locking screw was coming off (since unknown date). The patient was causing the infection, and there may be some causal relationship."

Event description:
As reported: "the initial operation for tibial trunk surgery was performed on (B)(6) 2020. Since t2 alpha advanced locking screw was coming off (since unknown date). The patient was causing the infection, and there may be some causal relationship."

Manufacturer narrative:
The reported event could be confirmed, since provided x-ray image shows the dislocated screw which was confirmed by a hcp as well. A device inspection was impossible due to missing implant [still implanted] and a review of the DHR revealed no discrepancies, in particular for the sterilization steps performed. According to further details received ¿surgeon not willing to disclose any information¿ evaluation was limited to information provided within product inquiry, only. Finally, according to further information received after the completion of the primary investigation, the type of microorganism is unknown and thus a complementary medical statement is impossible. Based on investigation it could not be excluded that the reported event is related to the infection and thus, it has to be classified as patient-patient factors issue. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed.